Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged shutdown malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Reportedly, after leaving the pump to charge, the pump shut off. The customer¿s blood glucose was 350 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.